Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the air detector sensor messages which were not reproduced. The alarms were confirmed during a review of the event history log due to the presence of constant air in line alarms. It was observed that the upstream sensor had low fluid numbers. Further investigation found continuity on pins of the ultrasonic sensor tail pins. Low ultrasonic readings and continuity on tail pins can cause false air in line alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed an air detector sensor message. It was also reported there was no patient involvement.